Event description:
It was reported that remote transmission revealed noise on the right ventricular lead. The patient was brought into the clinic and a full laser lead extraction was performed. The patient was asymptomatic prior, during and post procedure.